Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, device service history and functional testing were performed. The damaged power cord was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.